Manufacturer narrative:
One unit returned for investigation. Device was visibly damaged confirming customer complaint. All damaged parts were replaced or fixed. Root cause traced to user error.

Event description:
Information was received indicating that a smiths medical ventilator had physical damage, missing knobs, a cracked case, and high pressure alarm keep alarming. There were no reported adverse events.